Event description:
Per the patient's surgeon, the patient experienced poor performance, pain, skin granulation and nerve stimulation, resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 3, 2018.(B)(4).